Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448493m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with history of previous ablation procedure, underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Transseptal puncture was done with a baylis nrg rf needle. Mapping of the left ventricle was then done with the stsf catheter. At that point, the patient¿s blood pressure dropped, and pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to drain about 700cc of fluid from the pericardial space. The patient was then moved to the intensive care unit (ICU) and stayed 1 night with pericardial drain in place. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Catheter flow was set at 2ml/min for mapping. The force visualization features used included dashboard and vector. No ablation was done prior to the effusion. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.